Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited green line noise, e226 (endoscopic communication anomaly), and when connecting the light guide, the detection switch lifts up depending on how it is inserted, resulting in a defect where ir cannot be used. There was no patient involvement.